Event description:
When the needle was retracted, the catheter separated from the hub and remained in the patient.

Manufacturer narrative:
Additional information has been requested. Three representative units were received for the investigation on 07 july 2008. Upon completion of the investigation, a supplemental report will be submitted. (B) (4)